Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the tubing fell off while her son was sleeping. The location of detachment was close to the site. The site was at the right abdomen and the pump was located inside his pocket. The infusion was in use for one to two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient used to remove the pump while taking a shower. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.